Event description:
A caller reported experiencing a cartridge alarm issue with their insulin pump. There was no adverse impact on the customer¿s blood glucose level. Technical support determined that a replacement pump was necessary, as the issue was previously reported, and the device was still under warranty. The caller was informed that the new pump would have different software and was given instructions for transitioning to the new device, including putting the current pump into storage mode and returning it to the company. Technical support expedited the shipment of a replacement pump, confirmed the delivery address, and provided guidelines for setting up the new device to ensure continuous insulin delivery without interruption.